Event description:
The customer reported that the system displayed an "rtos reboot without gpos reboot" error message that resulted in a system lock-up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system and general purpose operating system were replaced. The system was then found to be operating as intended.